Event description:
The basal bolus infusor was empty after one day of pt use. The unit had been filled to a total of 75ml and contained normal saline, narobin, fentanyl. Customer reports no adverse pt reaction.